Event description:
It was reported that the cardiac resynchronization therapy-defibrillator (crt-d) device reached earlier than expected battery depletion in two years and three months, possibly due to high pacing outputs. It was also reported that the left ventricular (lv) lead dislodged the day after it was implanted, and the device was programmed to right ventricular (rv) pacing only. Therefore at time of device change the dislodged lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and met normal depletion, meeting expected longevity. We did receive performance data collected from the device and have analyzed the data. Time of recommended replacement time (rrt) in save to disk occurred on (B)(6) 2011, device rrt<=2.6251 volt. Weekly battery voltage log data shows min bat=2.631 to 2.611 volts minimum between (B)(6) 2011. Four - patient alerts for low battery voltage occurred between (B)(6) 2011 02:15:00 and (B)(6) 2011 02:15:00.